Manufacturer narrative:
Pt's age: - more than 50. Gender: - male. Concomitant medical product(s) best corrected visual acuity (bcva), right eye: 20/25-1, left eye: 20/30. The patient is to return to clinic 1-3 months for follow up. There is no current plan for refractive surgery. It was reported that account is looking to do a clear lens exchange due patient's age of 50+. Site returned patient interface that was used and reported its replacement has been received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: device manufacture date (mm/dd/yyyy)- date changed to 02/17/2009. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event (mm/dd/yyyy): not provided. (B)(4). The system was evaluated by a field service engineer. The field service replaced the galvo block in the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the rastor stopped on both eyes, at the same spot. Physician did not continue with treatment. No patient injury reported.